Event description:
Edwards received notification from our affiliate in (B)(6). As reported, it was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, some difficulties were found upon gross alignment that prevented the valve to be placed correctly, although the alignment was tried in a straight section of the aorta. When pulling back the commander delivery system, a crack was heard in the handle but it did not get stuck. It was solved and the alignment was tried again but the same happened. Then, it was decided to withdraw the delivery system by a surgical cut-down at the puncture site. A second delivery system with a new crimped valve were prepped and used. The second valve was successfully deployed. The patient did not suffer any additional injury from the event. The final outcome of the patient was good. As per medical opinion, the root cause of the event might be related to a problem with the delivery system handle.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 29mm commander delivery system was returned locked in between default and warning marker with 25% flex and 100% fine adjust used. Full loader assembly and 16f esheath returned over flex shaft. Crimped thv on proximal shoulder of inflation balloon with small gap between proximal valve struts and flex tip. Gouges present on flex tip. 3-way stopcock returned attached to balloon port. X-rays were taken and no abnormalities were observed within the handle. The complaints of valve alignment difficulty and withdrawal difficulty were confirmed based on evaluation of the returned complaint device. However, functional testing of the returned delivery system revealed no device defect. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. For the complaint of valve alignment difficulty, as reported, ''during procedure, some difficulties were found upon gross alignment that prevent the valve to be placed correctly, although the alignment was tried in a straight section of the aorta. When pulling back the delivery system, a crack was heard in the handle but it did not get stuck. It was solved and the alignment was tried again but the same happened''. Device evaluation results (able to pull to warning marker and utilize fine adjust without any abnormalities) suggests that there was no issue with the delivery system. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. It is also possible that the reported ''crack'' heard on the delivery system was from a sudden release of built up tension in the system. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as evidenced by gouges on flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definite root cause was unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, built-up tension) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint of delivery system withdrawal difficulty, as reported, ''then, it was decided to withdraw the delivery system by a cut-down at the puncture site because it was not possible to retrieve the valve into the esheath. A second delivery system with a new crimped valve were prepped and used. The second valve was successfully deployed. The patient did not suffer any injury from the event. The final outcome of the patient was good''. It is possible that tortuosity was present within the patient anatomy. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused the crimped valve to catch at the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. Device evaluation revealed that the delivery system was returned locked with the flex tip observed not centered at the proximal end of the valve. Per the training manual, ''ensure the thv is centered on the flex tip'', this ensures that there is a smooth transition from flex shaft/tip to crimp balloon. It is possible that during retrieval, a gap was between the valve and flex tip and allowed the struts to be exposed. If the proximal valve struts are exposed, it may lead to a configuration where the crimped valve is likely to catch onto the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. However, without applicable procedural imagery, a definite root cause was unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), valve not centered at flex tip) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.